Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that nsulin was coming out of the top of the reservoir. Customer's blood glucose reading was 397 mg/dl. Nothing further reported.